Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. A functional evaluation revealed the device had a bad air swivel. It was also noted that the unit failed the weight test. The complaint was confirmed and a root cause identified to be an air leak associated with a mechanical component failure. Pneumatic swivel joints can develop a minor seal leak if impacted or may ¿unseat¿ during certain swivel movements but will generally reseat upon manipulation. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the device was not powering on. A back up device was not available. No patient harm was reported. No additional information is available at this time.